Event description:
It was reported that the core impaction drill heated up during an oral procedure. A back-up device was used to complete the procedure, with no pt or user injuries, and there were no adverse consequences.

Manufacturer narrative:
During the visual examination, the device was found to have worn or damaged components including the driveshaft bearings. Based on the findings of the visual examination, the observed heat was most likely due to the worn driveshaft bearings.